Event description:
It was reported that an alert triggered for high impedance on the right ventricular (rv) lead and the patient presented to the emergency room. There was evidence of a noisy electrogram, and fracture was suspected. The lead was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD implanted (B)(6) 2013. (B)(4).